Manufacturer narrative:
H6: product analysis product ID:7540020 lot# h5869789 after visual and optical examination and functional testing, it does not appear to be any damage except there is wear on the node of the screw, nor does it indicate any functional issues with the screw. Unable to replicate customer concern. Unable to determine root cause of the foregoing event from the available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the device has broken. There were no fragments of the implants or instruments remained in the patient's body. The product will be returned. There were no patient symptoms reported. There were no further complications reported regarding the event. Pre-op diagnosis was lumbar spondylolisthesis. Procedure involved was posterior decompression and bone grafting fusion. There were no patient complications reported.